Event description:
Preliminary evaluation found several black lines on the meter display. No adverse event reported. Product has already been returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.